Event description:
It was reported occlusion alarms occurred, which have increased infrequency, however, previous dates were no provided. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.